Event description:
Per (B)(6) dealer called in and stated that the joystick is failing. Dealer ended call before any additional information could be obtained at this time. No patient injury reported, no additional information provided